Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited led front panel malfunction. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, the front panel display light-emitting diode (led) failure is likely due to front panel unit failure. Additionally, the error code (e03) occurred due to a defective cr board (pipe pressure sensor circuit) or connection failure between sensor and tube. Olympus will continue to monitor field performance for this device.